Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, mildly tortuous and moderately calcified. The balloon ruptured on the second inflation at 14 atmospheres for 1 minute.

Manufacturer narrative:
Device evaluated by MFR: mustang 9.0 x 40, 75cmwas received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 18 atmospheres for 30 seconds, without issue. A vacuum was then applied. The inflation device was verified at 18 atmospheres, before and after use with calibrated pressure. This inflation to rate of burst pressure of 18atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 18 atmospheres. A visual examination found the tip of the device to be damaged. This type of damage most probably occurred due to the device encountering resistance when crossing a challenging lesion. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.